Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error several times during normal use. The patient's blood glucose at the time of incident is unknown. The device was not stored for an extended period of time. The alarms occurred after a battery change. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump alarmed unexpected restart after the battery change due to a broken solder joint on the interface board. The pump passed the idle current, run current, self test, off no power, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.